Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 20 (position out of range). Zoll tech support requested the customer to follow the instructions for resetting the driveshaft to its home position. The customer informed zoll that the platform locked up, so they are no longer able to rotate it. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6)displayed user advisory 20 (position out of range) was confirmed during both archive data review and functional testing. The root cause of the reported ua20 advisory message was that the platform driveshaft was not in its "home" position. The ua20 advisory message can be cleared by pulling up the lifeband until the chest bands are fully extended. This action will normally move the driveshaft to its "home" position. The customer informed zoll that the driveshaft wouldn't rotate. This was confirmed at zoll service depot. The root cause of the reported complaint was the sticky clutch plate. The archive data review indicated multiple ua20 advisory messages around the customer's reported event date, confirming the reported complaint. During functional testing, the autopulse platform displayed the ua20 advisory message upon powering up, confirming the reported complaint. Technical investigation revealed that the root cause of ua 20 was due to a sticky clutch, which prevented the driveshaft from being rotated to its "home" position. The clutch plate will be deburred to remedy the reported complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).